Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Additionally, the reported driveline damage could not be confirmed through this evaluation. It was reported that the device would not be returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that driveline was twisted into system controller using a wrench by the emergency medical services (ems). The pins were sheared and the pump stopped. The patient received a pump exchange on (B)(6) 2018 due to cardiogenic shock and the damaged lvad system. No additional information was provided.